Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be unknown if valve related. Device not explanted.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2014 via median-sternotomy. On (B)(6) 2015, the patient had a sudden death. No autopsy was performed.

Manufacturer narrative:
Field has been update with new follow-up received. Conclusion: based on the hospital medical judgment the patient suddenly died at home, no link between patient death and device has been identified. The results of the document review for this valve confirmed that the device satisfied all material, dimensional and performance standards required at the time of manufacture and release. Since no autopsy was performed and the device has not been explanted, no further investigation can be performed.

Event description:
Update received on january 22 by the hospital: patient suddenly died at home. No link between the patient death and the valve has been identified by the surgeon.